Event description:
It was reported that the patient presented to the clinic via remote transmission of data from their pulse generator. Upon review, it was noted that the right ventricular (rv) lead exhibited multiple episodes of non-sustained right ventricular oversensing (nsrvo), and the pace/sense impedance was at >2000 ohms. A lead revision is recommended. There was no report of adverse consequence to the patient. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".